Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus the soltive generator displayed error 56. The unspecified intended procedure was converted to a conventional (open) procedure which added stress to the patient. The olympus field service technician evaluated the device and received the same error. The device was rebooted twice and replacement of the blastshield was performed. Another test was performed and the laser line 2 watt was at 24 watts and "the error occurred again on."

Manufacturer narrative:
This supplemental report is being sent to provide additional information from the customer and a correction to the initial medwatch. New information added to b5. Corrected data b1. After receiving additional information from the customer, the reported event was determined not to be a serious injury and not to be a reportable malfunction.

Event description:
Additional information received from the customer: the customer indicated the intended procedure was a laser tur and due to the malfunction, the procedure was changed to a loop tur. No information was provided regarding a potential delay in the procedure. No patient or user was harmed. The customer also reported the event occurred 28apr2022 however the customer contacted 12apr2022 and therefore, incorrect.